Event description:
Endo tech and physician advanced resolution 360 clip out the distal end of the endoscope. The clip was not on the end of the delivery device. Endo tech washing scope in the scope room was able to brush the scope and the clip came out.